Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). All lead diagnostics were acceptable. There was a concern the lead had fractured due to subclavian crush. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.